Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, as the reportable malfunction was not confirmed a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope image was cutting out. The issue was identified during use in a diagnostic colonoscopy procedure, and was completed using an olympus backup device. There were no reports of patient harm.